Event description:
Litigation alleges that the patient suffers from severe pain, discomfort and inflammation in his right hip, thigh and groin. The patient also alleges audible popping sound, a loosening sensation and unsafe amounts of cobalt-chromium metal ions.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4); this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec¿d 11/16/2012¿ pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A worldwide complaint database search found no additional related reports against the provided product code /lot code combination(s). The patient was primarily implanted with depuy devices in (B)(6) 2002 and revised with positive infection in december 2014. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than twelve years post primary implantation. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. It is noted in the primary surgery operative note that the surgeon placed the depuy acetabular cup with bone cement. This use of the depuy device in this manner is not recommended. It is not clear if this misuse of the device has led to the patients symptoms. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Update received 12/17/14. The sales rep has reported the revision surgery. Patient was revised to address pain and elevated ion levels. Intraop cultures were also positive for infection. Report also noted that the liner was not flush with the cup but was well fixed. Complaint was updated on 1/6/15.

Manufacturer narrative:
New etq created in order to update etq (legacy system) complaint number wpc 9685-2012. Reason for original complaint- litigation alleges that the patient suffers from severe pain, discomfort and inflammation in his right hip, thigh and groin. The patient also alleges audible "popping" sound, a loosening sensation and unsafe amounts of cobalt-chromium metal ions. Update: 11/16/2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Doi: (B)(6) 2002 - dor: none reported (right side). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and bone fracture. After review of medical records, there were no revision notes provided. Added law firm and new lawyer. Updated product details (pc/pec).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required. Per nr-0134037 a medical record review is not required for this complaint record. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.